Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged the battery cap was unable to tighten to the pump, the battery compartment was cracked, the yellow o-ring was visible, and there was no power to the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2019 with the following findings: review of the black box data confirmed power on reset event on (B)(6)2015. On investigation, the battery compartment threads were damaged and the battery compartment was cracked. The returned battery had stripped threads and was not able to secure properly to the pump. With the damaged battery cap in place on the pump, the pump demonstrated an intermittent power issue, confirming the complaint. With a test battery cap in place on the pump, no power interruption occurred and the pump was exercised for 12 hours without issue.